Event description:
The customer reported that their pump battery would not charge despite using a tandem charging cable and a wall outlet. There was no adverse impact on the customer's blood glucose level as it did not exceed critical limits. Even after following instructions to try different outlets, wall adapters, and charging cables, the issue persisted as the charging connection remained unstable. Technical support decided to replace the pump, although it was no longer under warranty.